Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿bag will not expand/vinyl stuck together¿. A potential root cause for this failure could be "positive air pressure". The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the urine collection ifus are found to be adequate based on past reviews.

Event description:
It was reported that the drain bag was tightly compressed and did not allow the urine to flow easily from the catheter.